Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated. The patient hasn't had a device checked in 2 years, and there is no known change-out procedure documented. No magnet response was found by the physician. Technical services (ts) discussed that if no magnet response was found and the patient was lost to follow-up, then this patient should be considered unprotected and device replacement was recommended. Additionally, the hcp reported this patient had experienced syncopal episodes, however, these were related to an underlying healthcare condition. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated. The patient hasn't had a device checked in 2 years, and there is no known change-out procedure documented. No magnet response was found by the physician. Technical services (ts) discussed that if no magnet response was found and the patient was lost to follow-up, then this patient should be considered unprotected and device replacement was recommended. Additionally, the hcp reported this patient had experienced syncopal episodes, however, these were related to an underlying healthcare condition. No adverse patient effects were reported. This device remains in service. Additional information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.